Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 13 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. (B)(4) device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: chassis/frame / deformation problem 4 devices: chassis/frame / mechanical problem identified 2 devices: circuit board / electrical/electronic component problem identified 1 device: clamp / device migration 1 device: cover / mechanical problem identified 1 device: weld / deformation problem 1 device: rod/shaft / mechanical problem identified 1 device: rod/shaft / deformation problem 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results) 1 device: appropriate term/code not available / no findings available there was no remedial action taken. This device is not labeled for single use.